Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred following the implantation of a c-flex 570c intraocular lens. The healthcare facility has advised rayner that the vision of the pt post-operatively is +4.0d over corrected.

Manufacturer narrative:
(B)(4). Rayner intraocular lenses limited has been advised by the physician that the healthcare facilities proposed corrective action is to perform an iol exchange procedure. Our review of production records for the c-flex 570c intraocular lens batch (B)(4) confirms that all manufacturing and quality checks were conducted with successful results. All lenses released from this batch were within tolerance and met specification criteria. Complaints since july 2010, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the c-flex 570c intraocular lens batch (B)(4).